Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device was not reading the syringe. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device was intact. Review of the event log found evidence of error messages. Upon function testing, the reported problem could not be duplicated but the syringe size sensor was found to be out of specification. The root cause is likely normal wear that caused the syringe size sensor to drift out of specification. The barrel clamp guide, barrel clamp rod, and tapered spring were replaced as a preventative measure. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.